Event description:
The customer alleges back to back results of 315 mg/dl and 47 mg/dl on his meter. After obtaining this result he took 28 units of novolin n. He was having hypoglycemic symptoms at the time of the 315 mg/dl reading so after he took the insulin; he retested and got a result of 47 mg/dl. Controls were not run. The pt ate additional food to compensate for the insulin taken on the suspect result. Return requested and replacement was sent.